Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon reviewing of the remote transmission from merlin.net, noise was noted on the right ventricle lead. The lead remained implanted. No further information was available.